Event description:
Procedure: craniotomy/glioblastoma. According to the reporter: this is the report of adverse event which occurred in the clinical research, "prospective multi-center post market surveillance of the efficacy and the safety of the duraseal dural sealant system in a craniotomy." After product was applied, procedure was completed without problem. Combined treatment: vasodilator, cleansing with antibiotics, intravenous injection of antibiotics. On (B)(6), the symptoms worsened and the surgical site infection was caused. The causative agent was identified and vancomycin and zosyn were administered. As invasive treatment, "removal and irrigation of bone flap" was performed. The symptoms remitted, and the patient discharged from hospital and is currently under observation.

Manufacturer narrative:
(B)(4).